Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms with their insulin pump. Customer also reported administering 29 units of insulin to their body instead of the required 14 units. The customer reported being hospitalized for this incident on (B)(6) 2015. Customer's blood glucose was 114 mg/dl at the time of incident. Customer stated they had over-delivered insulin, causing their hospitalization. The customer stated they were connected to the insulin pump at the time of hospitalization. Customer was treated with juice for their blood glucose. Customer also inquired why their bolus wizard estimated a double dosage of insulin. The customer did not wish to troubleshoot any further. The insulin pump will not be returned for analysis.